Manufacturer narrative:
Based on the information provided, it is indeterminable as to what caused or contributed to the bowel injury sustained by the patient. A follow-up MDR will be submitted if any additional information is received. This complaint is being reported due to the following conclusion: post a da vinci surgical procedure, the patient experienced complications that required the patient to undergo a secondary surgical procedure for exploration and subsequent repair of a bowel thermal injury. It is unknown what caused the thermal injury to the patient's bowel. There was no report of any malfunction of the da vinci surgical system, instruments or accessories during the primary procedure that could have caused the patient¿s injury.

Event description:
It was reported that post a da vinci-assisted prostatectomy procedure, the patient experienced post-operative complications. The patient underwent a CT scan and it was discovered that the patient had a potential bowel injury. The patient underwent a secondary exploratory laparoscopic surgical procedure during which the surgeon was able to confirm that the patient had sustained a thermal injury on the small bowel. The surgeon performed a small bowel resection to repair the damage to the patient¿s bowel. The surgeon alleges that the monopolar curved scissors instrument used during the initial procedure could have potentially caused the thermal injury on the bowel, though there were no intra operative complications reported during the primary procedure. On (B)(6) 2018, intuitive surgical, inc. (Isi) contacted obtained additional information from the isi clinical sales representative (csr) regarding the reported event. According to the csr, the patient underwent the primary surgical procedure on (B)(6) 2018, and during the surgical procedure there were no intra-operative complications experienced by the patient. Post-operatively the patient was seen again for unspecified symptoms. The patient underwent a CT scan to identify the cause of the post-operative complications. During which it was identified that the patient could have sustained a bowel injury. On (B)(6) 2018 the patient underwent a second exploratory laparoscopic surgical procedure during which the surgeon was able to confirm that the patient had sustained a thermal injury on the small bowel. The surgeon performed a small bowel resection to repair the damage to the patient¿s bowel. The csr indicated that he confirmed with the hospital that no malfunction of the da vinci surgical system, instruments or accessories occurred during the primary surgical procedure and the hospital does not know what caused or contributed to the bowel injury sustained by the patient. There is a video recording of the procedure, the csr reported that the surgeon has viewed the video and could not see any arcing or anything that can point to the root cause of the thermal injury. According to the csr, the hospital reported that the patient has been discharged and is recovering well. The csr also confirmed that the mcs instrument is nowhere to be found at the site for further failure analysis to identify the root cause.